Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 18/dec/2025 against "lot number" "6008578" and similar malfunction codes: occlusion (e.g., occlusion alarm from the infusion pump may have sounded). (Source/cause cannot be identified, only use when a specific malfunction cannot be determined). If there is no troubleshooting, inconclusive troubleshooting, or partial troubleshoot done and it cannot be concluded to be infusion related, refer to cannot be determined cannot be determined. No escalation required, occlusion issues-cannot be determined. The review confirmed that lot 6008578 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA) of the same or similar nature. Similar complaints search: a query was run in the eqms on 18/dec/2025 against "lot number" criteria equal "6008578" and similar malfunction codes: occlusion (e.g., occlusion alarm from the infusion pump may have sounded). (Source/cause cannot be identified, only use when a specific malfunction cannot be determined). If there is no troubleshooting, inconclusive troubleshooting, or partial troubleshoot done and it cannot be concluded to be infusion related, refer to cannot be determined cannot be determined. No escalation required, occlusion issues-cannot be determined the count of complaints is 2. The complaint numbers is complaints (B)(4). Device history record (DHR) review: the lot 6008578 was manufactured according to the work instruction (wi) version 80 and packaging in the multivac 12 on 13/aug/2024 with a total of (B)(4) units. The sub-assembly of the lot 4g06149 was manufactured according to the wi version 27 and manufactured in quickset line, on 12/aug/2024, with a total of (B)(4) units. The sub-assembly of the lot 4g06150 was manufactured according to the wi version 27 and manufactured in quickset line, on 13/aug/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4g06099 was manufactured according to the wi version 42 and manufactured in the machine mp04, mp08 on 11/aug/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4h00467 was manufactured according to the wi version 42 and manufactured in the machine mp04, mp08 on 12/aug/2024, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were previously tested in accordance with approved procedures under complaint (B)(4) on 03/jul/2025. Wi- guidance for visual testing for complaints area (version 3): all 10 samples tested passed visual inspection. Wi- guidance for functional testing for complaints area (version 2): all 10 samples tested passed functional testing for the reported malfunction code occlusion (e.g. Occlusion alarm from the infusion pump may have sounded). (Source/cause cannot be identified, only use when a specific malfunction cannot be determined). Conclusion: testing did not confirm the reported issue; no nonconformance identified. Return samples testing: returned samples from the relevant lot were requested; however, the customer confirmed that the sample is not available for return. Conclusion: visual and functional testing could not be performed due to lack of sample availability. Assessment will be based on other available evidence. Conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6008578 and related malfunction codes. Two complaints were identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Samples were requested; however, the customer confirmed that no samples were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending

Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient was hospitalized on (B)(6) 2025 due to insulin flow blocked leading to hyperglycemia. The blood glucose level was 22 mmol/l at the time of event and the patient got treated with intravenous insulin. The length of hospitalization was 3 days. No further information available.